Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator failed to recover, did not lock, and when recovery was attempted, the screen froze the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A field service engineer (fse) rebooted the refrigerator, after which the door locked, and the unit was unable to communicate with the station. The fse verified that the bbb and interface and relay access controller (irac) boards were not detected. The fse replaced the modem/router and the bbb board, after which one irac board, the bbb ip address, and the mac address became visible. At the station, row one and the caliber controller were visible in the hardware test application (hta) but not in the station application. The fse continued troubleshooting with helmer and replaced the controller pcb to ensure the modem/router received 14v power. After rebooting, hta still detected only row one and the helmer controller, while the medstation application showed the refrigerator as disconnected. The fse worked with helmer to restore bbb module communication with the station. The fse verified condenser probe calibration, confirmed hta control of the refrigerator, and checked system settings. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator failed to recover, did not lock, and when recovery was attempted, the screen froze the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.